Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was to be used. During the procedure, it was found that there had been a foreign substance of a human hair in the sterile package. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the lot number xnz867? The possible lot number is xnz867. Are there photos available for visual review? No photos are available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2022. H6 component code: g07002 no device problem found. Investigational narrative: an empty opened folder and a dispensed needle-suture of product code z867h were returned to ethicon inc for analysis. Upon initial inspection of the sample no foreign matter, hair or defects were observed on the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: * could you please confirm the lot number xnz867? =>the possible lot number is xnz867. * are there photos available for visual review? =>no photos are available. * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details =>we regularly contact with sales rep about the device returning. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.